Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
A mallet was used to strike the tibial articular surface provisional and the plastic fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint is considered confirmed as the device was returned fractured. The visual inspection of the returned tasps reported that the tasp has fractured on the lateral side of the post. Review of device history records and receiving inspection report identified no deviations or anomalies. The device is considered conforming due to the condition upon return, the age of the device, and the un-remarkable manufacturing records. A complaint history search identified 430 additional complaints for the same item number (42527000505). The search also identified 15 other complaints for this device for the same item and lot number. 14 for fracture. Review of the complaint history determined that no further action is required as no were trends identified. Reported information states that the surgeon was using a mallet to impact the tasp into a knee. The persona surgical technique (97-5026-001-00, rev 11) on page 34 in surgical tip 11.c instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. The citation of persona surgical technique is attached in summary. A summary of the investigation was sent to the complaint conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.